Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient currently receiving bupivacaine (20 mg/ml at 3.572 mg/day) and morphine (40 mg/ml at 7.144 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that during the routine pump replacement surgery the day prior, the catheter was found to be leaking and the patient was not receiving the medication. Additional information was received from an hcp on (B)(6) 2016 and it was reported that they were not sure if the catheter was leaking or not; that was just what they suspected since there was clear fluid that resembled the medication in the pump pocket when the surgery began. The hcp did not find a leak in the catheter, but they replaced the entire system as a precaution. The patient had been receiving suboptimal pain control for three weeks before the surgery. They did not know what the cause of the leak was, if there was one. The hcp had no additional information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.